Manufacturer narrative:
This is a supplemental report to provide additional information. The fragment was retrieved. The quantity of failed equipment was wrong and was one. The intended procedure was completed with another device. The procedure was total laparoscopic hysterectomy. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on january 16, 2018, omsc found that the jaw was not broken off but the probe was broken off. This is the report regarding the breakage of the probe. The probe was broken off at 16 mm from the distal end. The probe had contact mark. The fracture surface of the probe showed that crack developed. The grasping section had contact mark. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal side was damaged. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows: *the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an unspecified procedure, three devices were failed. It was reported that the jaw of them broke off in the patient. No further information was reported. There was no patient injury reported except this event. This MDR is regarding the first one of three devices.